Event description:
It was reported that upon placement, the healing collar would not seat. The threads may be stripped.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received the reported abutment for evaluation. Visual evaluation of the as returned device identified the abutment with minor signs of use. Functional testing to recreate the reported event verified the abutment seated as intended with an in-house mating component. DHR review was completed for the subject lot number 1255422. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1255422 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are excessive torque during placement - customer error, or incorrect techniques used. Therefore, based on the available information and functional testing, device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.